Event description:
It has been reported to philips that during a pacemaker implementation procedure, the allura system became unavailable (image frozen) and x-ray was not possible. A reboot of the system was unsuccessful in bringing the system back to functional state.  The customer reported the pacemaker probe had been advanced into the right atrium when the system became unavailable.  The procedure was aborted at this time and the chest incision was surgically closed.  The procedure was rescheduled and the patient was returned to the ward.

Manufacturer narrative:
A philips service engineer inspected the system onsite and identified a problem with the host pc. The host pc was replaced and the system was returned to use in good working order.